Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture.

Event description:
Patient's spouse reports "problems with the implants" with no further information provided. This record is for the left side. The device remains implanted. Patient reported capsular contracture baker grade IV, "radial folds", and "liquid accumulation".

Event description:
Patient's spouse reported left side "problems with the implants" with no further information provided. .patient reported capsular contracture baker grade IV, "radial folds", and "liquid accumulation." Device has been explanted and replaced.

Manufacturer narrative:
H6: health effect - impact code continued: f2203 - imaging required. Additional, changed, and/or corrected data.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ crease/ folding of implant: no observed. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient's spouse reported left side "problems with the implants" with no further information provided. .patient reported capsular contracture baker grade IV, "radial folds", and "liquid accumulation." Device has been explanted and replaced.